Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/17/2025, a sales representative reported via phone that an ar-9560-24 arthrex® univers revers¿ modular glenoid system modulas baseplate 24 mm and an ar-9561-25s univers revers¿ modular glenoid system central screw came apart from each other. This occurred during a reverse total shoulder procedure the two devices mate together as always and during implantation the screw completely disassociated from the plate. All the fragments were retrieved. An the case was completed using another ar-9560-24 arthrex® univers revers¿ modular glenoid system modulas baseplate 24 mm and an ar-9561-25s univers revers¿ modular glenoid system central screw. This delayed the procedure 3-4 minutes, where minimal additional anesthesia was required.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. - one unpackaged ar-9560-24-2 24mm +2 lat baseplate, modular serial/batch number (B)(6), was received for investigation. - visual evaluation noted damage to the threads of the baseplate connector. Additionally, an ar-9561-25s: univers revers¿ modular glenoid system central screw was stuck to it. - functional testing was not performed due to the damage to the device. - the most likely cause for the reported failure can be attributed to use error due to misalignment and/or not using a taper press. - per the surgical technique, lt1-00112-en_j, outlines in the following under the steps for modular baseplate assembly: there is a hex tip that must be aligned between the components in order for the taper to engage (see illustration). Rotate the components until the hex features align, resulting in a tactile coupling. Place the joined components within the taper assembly stand so that the central post/screw is facing up. Note: use the taper press to ensure proper taper connection between components. - the complaint allegation that the central screw disassociated from the baseplate during implantation cannot be confirmed as they were returned mated together. - refer to the investigation photos.